Event description:
It was reported that site performed a vessel/rosacea treatment on a patient's nose using clarity ii. During treatment, a loud "pop" sound was heard, and then a white blister appeared on patient's nose. Site states, "patient received a full thickness burn to nose." Cynosure lutronic field service engineer (fse) arrived on site to perform device evaluation. During this time cynosure lutronic fse confirmed device had "error 63 faulty power module." Cynosure lutronic fse was unable to complete repair during this visit. On the second fse visit, the device was brought back to the cynosure lutronic (B)(6) location for further repair. The device had the pumping board assembly replaced and the error code was successfully cleared. The device was subjected to final testing at the westford location with passing results. It is unknown if the error code observed contributed to the reported event. Cynosure lutronic clinical reached out to the site to collect additional information. Cynosure lutronic clinical determined the event to be inconclusive. Review of the treatment parameters used were found to be within the recommended settings within the quick start guide (qsg). The patient was prescribed bacitracin as a preventative. Cynosure lutronic clinical requested images of the reported side effects from the site, however, none were provided. The patient has not been seen for a follow up and there has been no intervention reported by the provider site. Due to patient experiencing full thickness burn, this is considered a serious injury and therefore reportable.